Event description:
It was reported that the prior two times the patient went for a refill, the procedure was excruciating and the patient felt a "jab" when the needle was inserted. The patient screamed and even cursed when they were sticking her. The healthcare provider (hcp) tried 3 times to find the port. Each time the needle was inserted the pain was worse. The hcp thought a nerve had grown over the pump. The hcp couldn't find the spot to stick the needle in the hole, where each time before this issue they had no problems. This was noted as a sudden change. At the patient¿s prior refills, there was no pain other than a pin prick. It was now described as hurting really badly. The patient was unaware of any changes. It was noted that the pump moves around a little bit, but was basically in the same place as when it was implanted. The patient may have to have pump removed because she can't take the pain at the refill. The patient doesn't want to remove it because the therapy works good. Additional information received reported the patient had 80% pain relief with the device since implant. The cause of the difficulty filling was scar tissue. It was noted that at the next refills, the hcp planned to refill the pump with the assistance of ultrasound (u/s) device. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).